Event description:
The facility admin (B)(6), rn, stated that this event occurred in ICU with a pt dialyzing no pt info was provided). The hemodialysis machine was plugged into a grounded, four receptacle plug outlet. When the respiratory tech unplugged the ventilator from the outlet, the cord connected to the dialysis machine sparked and then presented a small visible flame. The dialysis machine was immediately unplugged which extinguished the flame. The use of a fire extinguisher was not necessary and the request for the fire dept was canceled prior to their arrival. The fire alarm system was not activated and the evacuation of the hospital floor was not necessary. The pt's blood was returned manually without any complications.

Manufacturer narrative:
The electrical cord assembly was evaluated on site by the facility biomedical tech and then discarded, there is no further info available. This is a known defect from the MFR of the electrical cord/plug assembly. (B)(4).